Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b.6, h6.

Event description:
Healthcare professional reported "granuloma", "thickening of breast tissue", "ultrasound revealed a solid heterogeneous area related to the implant wall and lies between fibrous capsule and implant wall, possible representing a silicone extravasation/rupture", "extremely worried since the devices have ben recalled". MRI results show no problem with the implant after all .

Event description:
Patient reported left side "lump in breast, lump has got a bit bigger", "pain", "a burning sensation", "possible leak or gel bleed." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "lump in breast, lump has got a bit bigger", "pain", "a burning sensation", "possible leak or gel bleed." Device remains implanted.